Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of: 94mg/dl to 194mg/dl; 97mg/dl to 194mg/dl; 94mg/dl to 807mg/dl; 97mg/dl to 207mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.